Manufacturer narrative:
Patient information is unknown. Unknown when device chip/breakage occurred; it was noticed on november 23, 2015. Device is an instrument and is not implanted/explanted. (B)(6). Part number: 03.632.001, lot number: 6611822: release to warehouse date: july 29, 2011. Manufacturing site is synthes (B)(4) and supplied by (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product investigation was completed: per the technique guide, the matrix holding sleeve (03.632.001 lot 6611822) is a component of the matrix deformity basic instrument set which is utilized for posterior pedicle screw, hook and rod fixation. The holding sleeve is specifically utilized for insertion of polyaxial screws: place the screwdriver tip securely into the t25 stardrive recess of the polyaxial pedicle screw and rotate the green knob of the holding sleeve clockwise. Firmly tighten to secure the implant. The returned instrument was examined and the complaint condition was able to be confirmed as a portion of the threaded tip of the instrument was found to be broken and not returned; the missing piece is approximately 1.5mm x 6mm (tip diameter). A definitive root cause is unable to be determined with the provided information however the failure is consistent with the application of excessive force, off-axis loading or over-threading. The relevant drawings for the sleeve were reviewed during the evaluation. The tip geometry on the inner sleeve was changed to a more constant outer diameter and the material of the outer sleeve changed from radel plastic to anodized titanium. The returned instrument was manufactured in july 2011, after these changes were applied. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported the following event: during a lumbar matrix case, the surgeon was attempting to insert a matrix screw, and found that the screw was not properly being inserted into the pedicle of the spine. It was then noticed that the sleeve was chipped. No pieces were dropped into the patient. The case was completed with another screwdriver shaft and sleeve found in the matrix set. Operative time was not prolonged. There is one device on this complaint. When the device was being evaluated by the manufacturer, it was noted that the distal threaded tip of the holding sleeve is broken and missing a fragment which was not returned. Initially the complaint condition of the holding sleeve was listed as chipped which would indicate irregular deformation. This is report 1 of 1 for (B)(4).